Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Provocative testing was performed and was negative. The patient was stable and will continue to be monitored. There were no adverse consequences.